Manufacturer narrative:
It was reported that the device will not be returned for investigation. Since the device was not returned for investigation a complete investigation could not be performed. It was also reported the physician used ablation set point 6 and 5 which is not recommended for the device and is lower than the default ablation set point. The instructions for use for the device has the following warning: caution: using a set point lower than the default set point for the wand may result in thermal injury to the physician or pt. A lot history record review was performed. No abnormalities were found in the lot history record review. The lot met all device specifications.

Event description:
During a shoulder arthroscopy procedure using a super turbovac 90 with integrated cable arthrowand, the pt sustained a first degree burn described as the size of approximately one inch. The pt was prescribed antibiotics and the burn was reported as healing on its own.